Event description:
Rptr has had excessive hair loss for 2 yrs now. It is not stopping and looks as if she will be bald soon. Rptr also has continual throat discomfort and raynaud's. These symptoms have all been linked to silicone breast implants.